Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and cloudy bag. On the same day, the pt was treated for the peritonitis with vancomycin ip (1gm, every 3rd day) for 2-3weeks. The cause of the peritonitis was reported to be a possible break in aseptic technique, further described as possible touch contamination. Three days after onset, the pt was retrained on performing pd therapy. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal and extraneal therapies were ongoing. Additional information was requested but is not available.